Event description:
It was reported that a pump programmed to deliver 1000ml of normal saline at a rate of 60ml/hr powered down during the infusion and displayed the charge complete screen.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and the unit was tested for 48hrs using the parameters found in the history log and no occurrence of an improper shutdown was observed. Review of the device history log shows no evidence of an improper shutdown on the reported date of the event. Add'l engineering investigation is in progress. When complete, a supplemental report will be submitted. The device was rec'd with wireless module mac (B)(4).